Manufacturer narrative:
Section b5: additional information.

Event description:
It was reported that the patient presented to the emergency department complaining of one week exertional dyspnea with short distances, dry cough, chest discomfort, worsening orthopnea, leg swelling, 6lb weight gain. A chest x ray showed a pulmonary edema. The patient was aggressively diuresed. A transthoracic echocardiogram showed severe aortic incompetence and mod-severe regurgitation of remaining 3 valves. His mean arterial pressures were in the 80s, and he was started on milrinone for afterload reduction and inotropic support. On (B)(6) 2018 the patient was taken to the operating room by for a redo sternotomy and an aortic valve replacement with 23 mm magna ease tissue prosthesis.

Manufacturer narrative:
Corrected manufacturer's investigation conclusion to capture pulmonary edema: on 22sep2020, it was reported that the patient had also presented to the emergency department on 12sep2018 following a week of dyspnea on exertion with short distances, dry cough, chest discomfort, worsening orthopnea, leg swelling, and 6lbs of weight gain. A chest x-ray revealed pulmonary edema, for which the patient was aggressively diuresed. The issue reportedly resolved on 1nov2018. A direct relationship between the device and the reported pulmonary edema could not be determined. The relevant sections of the device history records were reviewed and showed no deviations from mfg or qa specifications. The implant kit was shipped with heartmate ii lvas IFU. Pump parameters, including power, are detailed in the power section of the introduction. Device power is a direct measurement of pump motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. The pump performance monitoring section explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The system monitor section provides instructions on using the pump stop button and describes the behavior of the system when this feature is used. The surgical procedures section warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: no product was returned for evaluation. A correlation between the device and the reported aortic insufficiency could not be conclusively determined. The report of power elevations was confirmed based on the submitted system controller log file. The submitted log file captured several changes to the pump speed below the low speed limit on 9/22/2018, followed by the pump being intentionally stopped via the system monitor using the motor stop command. All of these events reportedly occurred in the operating room due to the patient undergoing a valve replacement procedure. Pump support was resumed following the procedure. Pump parameters returned to baseline values following the captured elevations. No atypical alarms were captured and the log file appeared to show the system operating as intended. The patient remains ongoing on vad support and no further issues have been reported. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient age not provided. The patient remains ongoing with the device.no further information was provided. A supplemental report will be submitted when the manufacture's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient had aortic valve repair (avr) on (B)(6) 2018, and was placed on cardiac bypass during the surgery. The manufacturer's technical service reviewed the submitted log file, pump stop and fix speed adjustment were observed on (B)(6) 2018, the customer stated that the pump stop was intentional during the surgery, and the changes in speed all occurred in or. On (B)(6) 2018, an unsustained power and flow elevation was captured, however, power and flow returned near the baseline for the remainder of the log file. It was reported that the patient was currently recovering from avr, and continued being treated with vasopressors and inotropes. No further information was provided.

Manufacturer narrative:
F9: approximate age of device was inadvertently omitted from the report, approximate age of device - 3 years, 2 months.

Event description:
The patient was started on milrinone (B)(6) 2018 and discontinued on (B)(6) 2018.